Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the high voltage electrode, a subcutaneous (sq) patch design which was implanted epicardially, has high impedance. Impedance started to climb approximately one to two years ago, with fluctuations, and has been high for the past 14 months. It was also reported that chest x-ray confirmed complete fracture of the high voltage electrode. It was also reported the left ventricular lead impedance has been rising with the high voltage impedance, and also that the left ventricular threshold is high. The high voltage electrode has been scheduled for replacement. No patient complications have been reported as a result of this event.